Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that when the system is turned on, system 30:2 system error is indicated. Customer did not provide any other information. There was no adverse pt sequela reported.